Event description:
Prior to a coronary artery bypass procedure, one heartstring seal appeared as if it was already deployed and the device was set aside. A replacement was used to complete the procedure. No pt complications were reported by the hosp. Upon receipt of the device on june 2005, it was identified that the seal was cracked.

Manufacturer narrative:
Visual inspection verifies the seal is cracked. The complaint is confirmed. Corrective action has been initiated to address this issue.